Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump passed the displacement test. The insulin pump has cracked case near lcd window corner, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 187 mg/dl. Nothing further reported.